Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12h24066. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information was received that the patient passed away on (B)(6) 2013. The peritoneal dialysis registered nurse (pdrn) reported that the cause of death was cardiac arrest. The pdrn stated that the patient had been switched to hemodialysis on (B)(6) 2013 and had not returned to pd therapy. The pdrn stated that the patient continued to be monitored for the diverticulitis and peritonitis. The pdrn was unable to state if the peritonitis had resolved prior to death. The pdrn stated that the patient's death was unrelated to the baxter device, disposables or solutions. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B)(4). This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient experienced peritonitis. After pd effluent cultures showed positive for e. Coli, the patient was treated with ancef and gentamicin (route, dose, and frequency not reported). The patient was hospitalized and the cause of the peritonitis was found to be a leaky bowel, which, in turn, had been caused by diverticulitis. During hospitalization, unspecified antibiotics (route, dose, and frequency not reported) were given for the peritonitis and diverticulitis. Dianeal and extraneal therapies were withdrawn, the pd catheter was removed, and the patient began hemodialysis therapy. The patient was to continue on hemodialysis therapy until fully healed. The patient was discharged from the hospital and was recovering from the peritonitis, leaky bowel, and diverticulitis events.